Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device was not communicating with es server when inventory was updated or moved.the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, a technical support specialist (tss) verified that the station was communicating with the server upon checking the logs, no further issue was found. Customer confirmed the issue was fixed by the onsite technician, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the device.